Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3788, scs ipg, implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-00232. This report is in reference to a (B)(6) patient. It was reported high impedance was found on both of the patient's leads due to them being kinked. As a result, the patient may undergo surgical on a future date to address the issue.